Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). The key failure was a leaking heat exchanger. Additional malfunctions were elbow was leaking, filter missing and barbed connector is cracked.